Event description:
It was reported that the patient began experiencing the symptoms related to the pump erosion approximately a week prior to the explant date of (B)(6) 2016. The cause of the pump erosion was said to be the patient's physical activity. Specifically, many abdominal crunches a day which created an impingement of the pump on the surrounding tissue resulting in erosion through the skin. No system interrogation was done on the explanted device. All explanted system components were discarded following the procedure. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown dose of an unknown concentration of lioresal baclofen via an implantable infusion pump. It was reported both a pump and catheter were explanted and the patient was alive with no injury at the time of this report. The pump was explanted due to skin erosion at the pump site. As a result the pump and catheter were explanted, and antibiotic therapy was initiated. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.